Event description:
The patient reported 'passing out at work' and emergency services was called. Patient's blood glucose levels were measured at 25mg/dl. Patient was treated inside of the ambulance at his place of work. Dr. Selim gave the patient infusions, drank cola and ate food to increase blood glucose levels. Patient received treatment between 30 minutes and 1 hour. The pod remained in the site (arm) for between 37 and 48 hours. The patient visited their healthcare provider afterwards and the doctor checked the settings, confirming nothing was changed. A replacement personal diabetes manager (pdm) was sent to the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.